Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the black box showed multiple call service 162 loss of prime due low non- zero force warnings. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and no call service 162 warnings occurred during the investigation. The loss of prime complaint was unable to be duplicated.